Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. (B)(4). Investigation summary: bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, 5 retention samples from bd inventory were evaluated by draw testing and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was poor sleeve function and sample leakage occurred. Patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: after removing a tube, the sleeve did not return to the proper position, resulting in blood leakage.